Event description:
A customer reported that after accidentally dropping the adc meter, the display segments were fading and therefore customer discarded the meter. As the customer therefore did not have meter to monitor glucose, the customer developed hypoglycemia with symptoms of cold sweats and increased heart rate. The customer had contact with a healthcare professional who treated customer with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is per the customer report of "september". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.